Event description:
I was told an ablation with novasure product would help menstrual cycles. Not the case, have had nothing but problems since, and will have to have hysterectomy. Date of use: (B)(6) 2017. Diagnosis or reason for use: endometrial ablation.